Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed during the archive data review, but not during the initial functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. The probable root cause of the user advisory (ua) 18 error was either the autopulse platform detected that the patient's chest was too small while sizing the patient (take-up), or the autopulse platform detected no weight present on the platform. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. The load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. The archive data was reviewed and contained user advisory (ua) 18 (max take-up revolutions exceeded) error messages around the reported event date, thus confirming customer complaint. User advisory (ua) 18 is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) equivalent to 280 lbs. With good known test batteries until discharged without any fault or error.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message. Manual CPR was performed and return of spontaneous circulation (rosc) was achieved. No consequences or impact to patient.